Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead threshold had continued to rise since implant, and unipolar impedance was higher than bipolar impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.